Event description:
On (B)(6) 2007, a right thigh avg using 6mm excel ptfe graft was created. On (B)(6) 2007, an infected avg graft was removed, and a hemodialysis catheter was placed. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).